Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent please advise of date of initial procedure? What date post op was wound deshiscence noted? Three lot numbers of dermabond provided do you know which was used on this patient? Product code of vicryl plus suture and lot? Photo of dehiscence referenced, please provide? Upon observing wound dehiscence, what was the state of the suture? Was there any post op suture breakage or issues with the suture? Was there any other medical /surgical treatment provided (product removed; reoperation;; prescription steroids; antibiotics prescribed) in addition to more adhesive? If so, please clarify. Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? What is the surgeon¿s opinion of the dehiscence and why it may have occurred? Can you specify the comorbidities of the patient who had the bleeding? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-03401.

Event description:
It was reported a patient underwent an unknown pacemaker surgery on an unknown date and suture was used. It was reported the patient was readmitted for bleeding with noted wound dehiscence. Procedure done under local anaesthetia. Skin prep is standard: chlorhexidine brush scrub, area dried then chlorhexidine skin prep applied. Wound closure is always a double layered closure using absorbable suture for both deep dermal and superficial skin closure. Patient wound is accessed by the charge nurse specialist or the cardiac team leader at 4 hours post op prior to discharge then a ph call at 24hrs then another at 2 weeks. The event occurred at the 4 hr or 24 hr mark post op. Presentation when the wound was closed it was dry, bleeding appeared to be at the wound edges and where it bled the adhesive came apart, when they presented back at clinic for follow up, where the wound dehisced it appeared what to be a ¿black trough¿ and this was thought to be congealed blood. Observed ¿failure¿ was typically in the middle of the wound or the distal edge. It was an observation that the adhesive seemed ¿very transparent¿ more so than usual. Adhesive has been standard closure for many years with application being applied as per the odp. There was no evidence of infection, inflammation or visible ooze any where on or in the wound site or edges. It is unknown if the patient was on anticoagulation therapy. Additional information has been requested.